Event description:
It was reported that during preventative maintenance the dash monitor lost the ability to audibly alarm. The speaker was replaced. There was no report of pt involvement. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.